Manufacturer narrative:
One device photo was provided for analysis. No sample was received. The photo showed particles were detected. The analysis of the photo confirmed the reported event of foreign material/contamination.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a particle inside the solution after filling the cassette. There was no patient involvement, no patient injury was reported.